Manufacturer narrative:
Medical device lot #: 5336883, medical device expiration date: 12/31/2016, device manufacture date: 12/02/2015. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had under fill. No serious injury or medical intervention reported.